Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. The user's blood glucose (bg) level was 400 mg/dl. The bg level was addressed with a manual injection. Although confirmation was requested as to whether or not the air bubbles cleared, it was unable to be confirmed.